Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had fractured. The lead has been removed and replaced. No further patient complications have been reported as a result of this event.